Event description:
Information was received indicating a pump using a cadd cassette reservoir was having a clamp issue on the cassette and was leaking while priming. It was reported the medication was not leaking during infusing and a nurse was following up with the patient. Per reporter the end user had no changes in breathing patterns.